Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post-operative check. The right atrial lead was found to be dislodged and exhibited high capture thresholds and decreased sensing amplitudes. The lead was repositioned and the new electrical parameters were acceptable. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: decreased sensitivity should be included for device codes.